Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, rising/high impedances, and an apparent fracture. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, an no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Unfortunately, the save to disk (s2d) file received has a translation problem and cannot be analyzed.